Event description:
Caller reported that the pump battery was depleting too quickly, resulting in the pump shutting down. There was an adverse impact on the customer's blood glucose level, as it exceeded 500 mg/dl, but the highest value was unknown. The customer addressed the high blood glucose with a correction bolus via the pump and did not require assistance from a third party. Technical support educated the customer about the normal battery depletion based on their settings and usage, which the customer understood and acknowledged.